Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient's mother was at work; dexcom representative spoke with pediatric patient directly and found that the issue occurs when patient is sleeping and when they roll over on their stomach. Dexcom representative provided additional tips for site placement on abdomen or buttocks area as approved use for pediatrics, and educated patient as to why the loss of connection occurs. No additional patient or event information is available.